Event description:
The account alleges that during the procedure, the device became entangled, so the physician decided to replace it. They did not notice that the catheter tip did not come out with the rest of the equipment. Subsequently, they decided to use another device to continue the procedure.ten days later, the patient attended a follow-up appointment, reporting discomfort in the thigh. On ultrasound evaluation, the physician confirmed the presence of catheter fragments inside the vein, which were removed without complications or consequences for the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
No product returned, investigation performed usinga video provided by the customer. The video depicts the dispersion wire that should be housed within the catheter, having fractured and no longer being held within the catheter. Additionally, the distal end of the dispersion wire appears to have a significant amount of dried biomatter attached to it. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.